Event description:
Customer reported pregnant female patient with hyperemesis was receiving tpn through PICC line in arm. Reported 1658 tegaderm chg dressing was applied to PICC site. Alleged patient experienced lobster red skin reaction and blisters under entire dressing. Reported catheter was removed and replaced in new location due to skin reaction. Reported negative blood culture. Reported sarna cream was applied to site and 4 hours later area was improved.

Manufacturer narrative:
(B)(4). Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product: the insert provides the following information on site care: the site should be observed daily for signs of infection or other complications... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm (tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.